Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the flow diverter (fd) could not be deployed and when retrieved got stuck in the phenom. There was failure to open in the distal section. The pipeline was removed from the patient. The pipleine was resheathed and removed with the microcatheter. There was catheter resistance in the proximal section of the catheter. There was no injury to the patient. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing fd with partial coiling surgery for treatment of an unruptured left internal carotid artery (ica) cavernous aneurysm. The access vessel was the left ica. Ancillary devices include a destination sheath, sofia plus guide catheter, phenom microcatheter, traxces guidewire.

Event description:
Additional information received reported the patient was undergoing the procedure to treat a 21mm x 20mm wide neck aneurysm. It was noted that continuous catheter flush was administered and maintained per the IFU during the procedure. There was no damage observed to the pipeline pushwire or the catheter. The pipeline was not in a vessel bend when it failed to open; it was in a straight segment. Resheathing of the pipeline was attempted but they could not because it was stuck; no other maneuvers to open the pipelinewere reported. The cause of the event was not determined. The cause of the event was not determined. Angiographic results post procedure showed no patient injury and the aneurysm was partially coiled.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.